Event description:
Drill bit broke while using it during the procedure. Broke piece was found and retrieved from patient. Used airo CT for the procedure. CT was performed to locate the piece and another was taken after.